Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the vela ventilator experienced transducer fault on patient. The customer confirmed that there was no patient harm associated with the reported event.

Manufacturer narrative:
H10: a vyaire field service representative (fsr) went onsite and evaluated the ventilator. The problem was duplicated and main board, internal tubing and o2 cell was replaced. Performed complete functional check of unit, ran uvt (user verification tests)/ovp (operational verification procedure).